Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The customer also reported a blank screen on the insulin pump. Troubleshooting was performed, but the screen remained blank. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display with a constant tone due to moisture damage on the electronic assembly and motor. Unable to perform functional tests or test the operating currents due to the blank display.